Event description:
A signal loss was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings and receive glucose alarms. As a result, the customer reported hypoglycemia symptoms and trembling. The customer was unable to self-treat and was seen by a healthcare provider where they received treatment of IV glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.